Event description:
A talent stent graft system was selected for the use in a patient for an endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not a factor. It was reported that the delivery system was inserted in the patient and the stent graft deployment was initiated, then it was noted that the delivery system was broken. The physician continued with the stent graft deployment without complication. The stent graft was accurately deployed. The delivery system was broken at the distal end, gray portion of the handle. The nature of the break was not a separation but rather there was a bend at the location of the break. The packing was discarded but was intact; the delivery system was also discarded. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4) (cause of event is unknown).